Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent leaked from the filter during use on a patient. The user found the rotatable collar of the filter was broken, so that removed the catheter with the filter and snaplock adaptor and replaced with a new kit. According to the user, he/she had such experiences several times that when connecting the filter to snaplock adaptor, the rotatable collar got broken and detached.

Manufacturer narrative:
(B)(4). A device history record review was performed on the nrfit snaplock assembly, nrfit filter, and epidural kit with no relevant findings. The customer reported the flat filter leaked during use. According to the customer, the filter's rotating collar was broken. The customer returned one nrfit snaplock assembly, one nrfit flat filter, and lidstock. The filter and snaplock were received connected together (reference files (B)(4). The returned components were visually examined with and without magnification. Visual exanimation of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed the filter appears typical with no observed defects or anomalies. It should be noted, the filter was received with the rotatable collar intact to the male lock connector. A manual flow test was performed on the returned filter and snaplock assembly by connecting to the snaplock to the male lock connector of the returned filter and hand tightening the rotating collar to the snaplock. A lab inventory syringe was connected to the female lock connector of the filter and the returned snaplock assembly was closed off at the catheter insertion end with an epidural catheter and a closed snaplock adapter. Water was injected into the filter and no leaks were observed. A corrective action is not required at this time as no issues were found with the returned sample. The filter was received with the rotatable collar intact to the male lock connector. The reported complaint of the filter leaking based on the rotating collar being broke could not be determined based on the sample received. During functional inspection, no leak was detected. The rotating collar was received intact to the filter and was connected by hand tightening the collar to the snaplock assembly with no issues. A device history record review was performed on the nrfit snaplock assembly, nrfit filter, and epidural kit with no relevant findings. Therefore, no issues were found with the returned sample.

Event description:
It was reported that the medical agent leaked from the filter during use on a patient. The user found the rotatable collar of the filter was broken, so that removed the catheter with the filter and snaplock adaptor and replaced with a new kit. According to the user, he/she had such experiences several times that when connecting the filter to snaplock adaptor, the rotatable collar got broken and detached.